Manufacturer narrative:
Product not available.

Event description:
It was reported the device overheated during a procedure at the user facility. The user facility reported there was no patient involvement, no delay, no medical intervention, and no adverse consequences.